Manufacturer narrative:
Add'l MFR date: syst. 05/2003. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specs at the time of the treatment, and no malfunctions or performance deviations were present. The applicator is now in use at another facility. Return of the applicator has been requested.

Event description:
Pt was treated with a reusable mea applicator. The pt returned two days post mea with complaint of abdominal pain. Investigative surgery revealed uterine perforation and thermal injury to the bowel. Bowel resection was performed. No add'l info is available at this time.